Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, due to sensor error, patient noticed that sensor wire was shorter than expected. Patient states that he can't see or feel anything inside his skin and that the insertion site does not look red or infected.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.